Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding patients with an implantable neurostimulators (ins). It was reported that a search was done on (B)(6) which found ¿other people¿ had low back pain caused by the ins and some of them had the device removed due to the pain. No additional information was provided. There were no further complications reported or anticipated. [Omitted information related to (B)(4): pt infection].